Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bilayer wound matrix (ID mwm2021) was placed at a fascial closure site for reinforcement at the time of a hernia repair. The patient developed an abscess and required takeback to the operating room (or) and mesh explantation once it was determined that the product was inappropriately used and may have contributed to development of the abscess.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10.the integra meshed (mwm2021) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.